Event description:
It was reported that the device could not be interrogated. Communication could not be established remotely or in clinic. On previous device checks, on (B)(6) 2017 the longevity was estimated at 4.6-5.2 years to eri. Another transmission on (B)(6) 2017, showed the device had reached eri. The device was explanted and replaced. No further information is available at this time.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
This supplemental report is to correct the previously reported information. (B)(4) is added on this report.